Event description:
Ous MDR - after an implantation period of about 81 months, oversensing was reported via home monitoring. No inappropriate therapy was delivered. The physician decided to replace the ICD and lead and implanted a subcutaneous ICD. The ICD and lead were not returned for analysis. No adverse patient side effects were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular lead as well as the device data and x-ray images returned for analysis. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. During the analysis of the returned device data, the clinical observation was confirmed. Two ventricular fibrillation episodes were recorded as a result of oversensing in the right ventricular channel. The episodes terminated without any shock delivery. However, no conclusions concerning the root cause of the oversensing can be drawn from the available data. The received x-ray images were inspected. Due to the low quality of the x-ray images no clear indication of the root cause was noted. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing. The presence of oversensing was confirmed through the inspection of the available data. However, based on the information available for analysis, no conclusions can be drawn regarding the root cause of the clinical observation.